Event description:
Information was received regarding an unknown cadd pump. It was reported that the pump alarmed occlusion while in use with the 250ml cassettes and a qimono system (by vygon). Cassettes were filled according to 5fu protocols (138ml or 192ml or 240ml). After preparing other cassette, the medication could be administered. It is unknown if there was any patient, or clinician injury associated with these occurrences. No further details provided at this time.